Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results: 238 mg/dl, 136 mg/dl, 69 mg/dl, and 169 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.